Event description:
Description of incident: during preparation of cytarabine injection malfunction(s): presence of foreign body in syringe (a1802) consequence(s) of incident : need to prepare a new syringe - risk of IV injection of a foreign body - stability of the product not guaranteed product stability not guaranteed (f2301) (B)(6)2023: the answer to your question is attached: "the foreign body seemed to be trapped in the body of the syringe itself. It was not in the contents and was therefore not floating".

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two photos were provided to our quality team for investigation. Through visual inspection, a particle is observed in the syringe. Based on the details provided, the particle is embedded as it was not loose within the fluid. A device history review was performed for lot 2306735, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, quality records established all procedures and processes were completed accordingly. While we could not identify a direct issue, the particle likely generated during the molding process and became embedded within the device as observed within the provided photos. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative

Event description:
Description of incident: during preparation of cytarabine injection. Malfunction(s): presence of foreign body in syringe (a1802). Consequence(s) of incident : need to prepare a new syringe - risk of IV injection of a foreign body - stability of the product not guaranteed. Product stability not guaranteed (f2301).

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a180104 - device contamination with chemical or other material the actual date of event is unknown. The date received by manufacturer was entered into the date of event field.